Event description:
A customer reported receiving a sensor error message from the adc device. The customer experienced symptoms of shaking and sweating, requiring treatment of juice and cookies provided by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor kit expiration date is (B)(6) 2022. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.